Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin came out of the tubing about two hours, after the set was changed. This issue occurred with five sets. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin came out of the tubing about two hours, after the set was changed. This issue occurred with five sets. No further information available.